Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting an error message indicating a shocking lead impedance measurement of less than 20 ohms when a 41 joule shock was attempted. A 2 joule shock was performed which resulted in 32 and 34 ohms shocking impedance measurements. A non-invasive programmed stimulation test was performed at 31 joules. Shock impedance was measured at approximately 30 ohms. A 41 joule shock at normal polarity was delivered and the error message reoccurred. A second commanded shock was delivered and the device was not able to be interrogated.